Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device was returned to a third party service provider for repair. The service representative was able to confirm the reported issue and traced the failure to a blocked patient pump. The technician replaced the pump to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As the parts were not made available for return, no further investigation could be performed and no root cause could be established. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message and the patient pump did not run. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.